Manufacturer narrative:
Additional devices listed in this report: cat 5510-f-202, triathlon cr fem component- cemented: lot code s99rj. Cat 5521-b-200, triathlon ts baseplate size 2: lot code hfpsa. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Devices implanted.

Manufacturer narrative:
Expiration date corrected. An event regarding knee problems involving a x3 triathlon cs insert #2 11mm was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical evaluation not performed as no medical records were received. Device history review indicated all devices accepted into finish goods met specifications. Complaint history review not performed as no device specific failure mode was identified. The exact cause of the event could not be determined because no device and/or medical records were provided. No further investigation for this event is possible at this time.

Event description:
It was reported that patient called the great plains office on (B)(6) 2014 stating that she has had problems with stryker knee since surgery. Patient said that dr (B)(6) told her that he implanted a size 1 and it should have been a size 2. She wanted to know the difference between the components. The items implanted were all size two and the patella was not resurfaced.

Event description:
It was reported that patient called the (B)(6) office on (B)(6) 2014 stating that she has had problems with stryker knee since surgery. Patient said that dr (B)(6) told her that he implanted a size 1 and it should have been a size 2. She wanted to know the difference between the components. The items implanted were all size two and the patella was not resurfaced.